Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included transient ischemic attack and appendicectomy. In (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("joint and muscle pain") and arthralgia ("joint and muscle pain"). The patient was treated with surgery (salpingectomy with horn removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, myalgia and arthralgia was resolving. The reporter provided no causality assessment for arthralgia, fatigue, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: device removal questionnaire received and the following information was provided: patient¿s initials, date of birth and medical history added; events onset date 2016 and outcome was updated to recovering. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("joint and muscle pain") and arthralgia ("joint and muscle pain"). The patient was treated with surgery (salpingectomy with horn removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, myalgia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("joint and muscle pain") and arthralgia ("joint and muscle pain"). The patient was treated with surgery (salpingectomy with horn removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, myalgia and arthralgia outcome was unknown. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 13585 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. The reporter provided no causality assessment for arthralgia, fatigue, myalgia and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.